Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
(B)(6). It was reported two days following a polarx cryoablation procedure involving a polarsheath, the patient developed mild hemoptysis. The patient phoned the ep nurse specialist and was informed that it was a side effect of the cryoablation procedure. The patient's condition slightly worsened the next day, however, it has resolved on its own without any medical intervention.